Event description:
It was reported by the caller she underwent a laparoscopy in 2002 and the product was used. It was reported by the caller she has had burning and pain for the past year and underwent laparoscopy 2003. It was reported by the caller she is recuperating from surgery. Attempts to get additional event info have been unsuccessful. Additional info provided in 2004 noted that in 2002, the pt underwent laparascopy, laser vaporization of endometriosis, lysis of adhesions, excision of right para-tubal cyst, hydrochromatubation, laparoscopic myomectomy and fulguration of endometriotic implant on portio of cervix. The pre op diagnosis was cervical stenosis, endometriosis and infertility. The post op diagnosis was invasive endometriosis, fundal fibroid and pelvic adhesive disease. There were extensive adhesions noted on the operative report. At the end of the procedure gynecare intergel was placed in the peritoneal cavity. In 2002 the pt was seen in the office with abdominal pain and "peritoneal signs" and an "acute abdomen." The plan was to do a cbc if her temperature increased and then there is a note for ivf with icsi for her infertility. Two days later, the pt states that her pain had decreased by 40% and she was given a prescription for durecef and flagyl and to follow up with a physician. In 2002 the pt was seen by a physician for history of severe abdominal pain. By the date she saw the physician the pt states that the pain that had occurred suddenly in the left lower quadrant after lying down in a cramped space was now better with "less pain and anorexia." The physician felt that she might have experienced a delayed intra-abdominal hemorrhage secondary to position for lysis of thrombus. The process was as the physician stated "self-limiting." Later on in 2002 the pt, who had a history of infertility, continued to attempt to conceive. In 2003 the pt presented to a different physician with a submucosal fibroid and uterine polyp. Th ept underwent a diagnostic and operative hysteroscopy. The results of the pathology of the polyp were benign. The pt then presented in 2003 with complaints of intractable pelvic pain. The pt stated that since the surgery the summer before she had atypical burning, pressure and squeezing pains deep in the pelvix, slightly greater on the left than on the right but for the most part in the middle. The pain was reported to interfere with her lifestyle and was completely intractable and unresponsive to nsaid's and acetaminophen. The pt wanted a reason for the pain. The pt had a MRI without any discrete masses seen and a negative pelvic ultrasound. The preoperative diagnosis was pelvic pain rule out pelvic adhesive disease. The postoperative diagnosis was invasive endometriosis. Pelvic adhesive disease and peri-appendiceal adhesions. She underwent hysteroscopy with lysis of adhesions, laparoscopy with laser vaporization of endometriosis and lysis of adhesions and laparoscopic appendectomy. The appendix was found to be engorged and injected and therefore decision was made to remove it based on this and her symptomatology. The pathology returned with lumenal and mucosal acute inflammation compatible with acute appendicitis, appendix. Update: additional info provided in 2005 noted in this complaint in litigation, it was reported that in 2002, pt inderwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery. "She developed extreme pain, swelling an other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodilty inuury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life... And an impaired ability to bear children." Update additional info provide 2005 noted that according to the pt, the following is alleged to have occurred. Severe pain in lower abdominal area one week after 2002 surgery, swollen abdomen. Pt was placed on antibiotics due to fever and abdominal tenderness. Pt states that us and MRI "found fluid and blood." Due to pain, pt had surgery approximately one year after date of 2002 surgery. Pt states, "still have some nagging pain in area as before, but now dull compared to previously."

Event description:
Patient underwent a laparoscopy in 2002 and the product was used. Pt stated patient has had burning and pain for the past year and underwent a laparoscopy on in 2003. Patient is recuperating from surgery. Attempts to get additional event information have been unsuccessful.